Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the metal tip of the fiber broke. A second fiber was used to complete the procedure and the status of the patient was noted to be stable.